Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that ac line filter 15amp fuses blew. Replaced both 15 amp fuses inside mvs line filter and installed inrush suppressor. Upon replacement and installation, a systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that the imaging system would power on, but the mvs would not power on. User didn't hear a computer fan. The green power light was on. There was no patient present.